Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in an electrode and probe placement procedure, the imaging system gantry was moved out of the surgical area. When the imaging system was returned to the surgical area, the operating table was bumped when reverting to the saved position in the gantry. The site alleged that the gantry was moving outside of the saved position. The surgeon completed the procedure with the use of the imaging system. All image acquisitions were used and there was a 2 minute delay due to the fluoro image acquisition. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The site later replaced the imaging system's pendant. Analysis of the returned pendant confirmed physical damage and possible button issues. Pendant control passed functional and usability test performed on a good known system . All button control function as expected. 2d and 3d images were acquired successfully. All save positions stored were executed successfully. Visual inspection failed. Cracks in lamination on the preset park, preset 1, 2, 3, and preset 4. Soft key right 1 and 3, move door open and move tilt left and right have lamination cracks. Stickers found in front of pendant and lcd screen cover was faded.